Event description:
The patient's left hip was revised due to failure of total hip arthroplasty. The surgeon removed an accolade stem, head and insert. The surgeon did not comment on the specific subject device.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade stem. Additional devices reported: cat # 623-10-36g, lot # unknown, description: trident 10° x3 insert 36mm ID. Unknown head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.